Event description:
Proudct complication: none. Time of complication: during hospitalization, start date 2005. Symptoms: difficulty ambulating, felt off-balance, ataxic gait, legs weak, leaning toward the right, was noted. It was reported that during hospitalization the pt had difficulty ambulating. The pt felt off-balanced. The study neurologist saw the pt and noted ataxic gait. The CT scan was negative. It was felt by the physician the pt had experienced a small cerebellar stroke. The pt continued to improve and was discharged two days later. No additional information was available.